Event description:
The patient received treatment of 1.5 cc of radiesse on (B)(6) 2012, in both cheeks using preperiosteal bolusing technique. On (B)(6) 2012, the patient called the injector and complained that her right cheek is swollen and hot to touch. Dr (B)(6) saw the patient (dates not provided). He stated that the patient experienced increased swelling, bruising, and tenderness to the right cheek and he suspected infection and proceeded to aspirate a small amount of bloody fluid and placed her on doxycycline and cipro. He obtained a culture, which grew strep viridans. Subsequently, a small scab developed on the central aspect of her cheek, which has been slowly getting smaller.

Manufacturer narrative:
(B)(4). The device history records for the reported lot were reviewed. All required testing specifications were met prior to release, there were no abnormalities noted. On (B)(6) 2012, dr (B)(6) reported that he obtained a culture, which was positive. The patient is improving and responding well to the antibiotics.